Event description:
It was reported that the user experienced a cartridge leak during a routine supply change, despite confirming the cartridge was not cracked and performing the rewind step as usual; the issue involved a leak or splash associated with the reservoir component. Investigation of this case revealed leakage at or related to a seal, consistent with a leak/splash event localized to the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.